Event description:
It was reported that the patient was experiencing pain at the ipg site as the device had migration out of the pocket. X-rays confirmed migration of the ipg. Surgical intervention was undertaken on (B)(6) 2018 and the ipg was relocated.